Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this device has been explanted and successfully replaced. No additional adverse patient effects were reported. The device was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause not established.